Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all fresenius products being used at the time of the event. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines from the reported catalog number (03-2742-9) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Clinical investigation: the patient medical records were provided by the facility on july 19, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 19 pages of medical records information, it appears that this (B)(6) male chronic kidney disease patient on intermittent hemodialysis (hd) therapy being carried out via fresenius dialysis products, started hd therapy on (B)(6) 2016. On (B)(6) 2016, the patient climbed a ladder at home to change a light bulb, experienced a fall from approximately four feet onto the handlebars of an all-terrain vehicle. The patient incurred multiple abrasions to the right, mid, and lower chest wall, and presented to a hospital¿s emergency department with significant (10 of 10) rib pain with a ¿popping¿ sensation to right ribs with movement and breathing that is not relieved by anything. The patient was diagnosed with multiple closed rib fractures, pulmonary contusion, a small hemopneumothorax, and was admitted for observation and pain control. During the admission on (B)(6) 2016, the patient was initiated on calcium gluconate, kayexalate, insulin and glucose (dose, routes, and frequencies not reported) to address the hyperkalemia. On (B)(6) 2016, the patient experienced an episode of pulseless electrical activity (pea) approximately 7 minutes after treatment initiation and required cardiopulmonary resuscitation (CPR) and administration of sodium bicarbonate and epinephrine. The patient was revived. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of cardiopulmonary arrest. However, there is a probable association between the patient¿s co-morbid diseases of myocardial infarction, chronic obstructive pulmonary disease, CABG, the event of a hemopneumothorax, and the event of cardiopulmonary arrest.

Event description:
During a request for information due to a patient adverse event, a facility biomedical technician reported the same patient had "coded before" during hemodialysis and was now "okay." No further information was provided. A second attempt to retrieve additional information was performed by contacting the charge nurse (cn) at the facility. The cn provided medical records (mr) and the hd treatment sheets. This case involved a male patient who was hospitalized on (B)(6) 2016 with a primary complaint of right lower chest pain that resulted from a fall sustained at home. The patient's admission diagnosis was fractured ribs and a small right hemopneumothorax. Furthermore, the patient had elevated potassium levels of 6.0 upon admission so the decision was made to start the patient on hemodialysis (hd). The cn reported the patient was ckd "stage 4 or 5" upon admission with no history of previous dialysis reported. The patient received an unknown number of hemodialysis treatments between (B)(6)2016 without issue. On (B)(6) 2016, within seven (7) minutes of the hd treatment being initiated, the patient experienced a loss of consciousness and had a pulseless electrical activity (pea) episode which required that cardiopulmonary resuscitation (CPR) be performed. The patient's relevant medical history included chronic obstructive pulmonary disease (copd), hypertension, diabetes mellitus type 2, chronic kidney disease, and hyperlipidemia with coronary artery bypass graft on an unknown date. Relevant concomitant medications were not provided for this event date. Hd orders from (B)(6) 2016 revealed a treatment time of 3 hours, blood flow rate of 400ml/min, dialysate flow rate of 800ml/min, dialyzer type f160nr, ultrafiltration (uf) goal of 500ml, potassium 3, calcium 2.5, bicarbonate 34, sodium 141, and access type right non-tunneled internal jugular catheter. Machine safety checks from (B)(6) 2016 showed that the unit passed alarm tests, normal venous limits enabled, total chlorine log was completed, machine log was completed, reverse osmosis machine log completed, machine temperature 37.0 degrees celsius, machine conductivity 14.0, meter conductivity 14.1, ph 7.4, and extracorporeal circuit connections secured. Pre-treatment assessment from (B)(6) 2016 revealed lung sounds clear to auscultation bilaterally, no edema, and level of consciousness oriented to person. The patient's treatment was initiated at 12:40 pm. Approximately seven (7) minutes later, the patient lost consciousness. The patient was administered 500ml of normal saline, but remained unresponsive. At 12:50 pm, the patient experienced an episode of pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) efforts were initiated, rescue breaths were performed via bag valve mask, an automated external defibrillator was applied, and the code team was paged. At 12:51 pm, the code team arrived, the rhythm was pea, the patient was not breathing, there was no pulse, chest compressions continued, and 1mg epinephrine and 1 ampule of sodium bicarbonate were administered via intravenous (IV) route. At 12:53 pm, the rhythm was pea, the patient was not breathing, there was no pulse, and chest compressions were continued. At 12:55 pm, the rhythm was pea, the patient was not breathing, there was no pulse, chest compressions continued, the patient underwent intubation via an endotracheal tube, and 1mg epinephrine and 1 ampule of calcium chloride were administered via IV route. At 12:57 pm, the rhythm was sinus tachycardia, the patient was breathing, and there was a pulse with evidence of return of spontaneous circulation. At 12:58 pm, 1 ampule of calcium chloride and 1 ampule of sodium carbonate were administered via IV route, the code ceased, was successful, and the patient was transferred from the dialysis unit to the intensive care unit (ICU). The ultrafiltration goal from the treatment on (B)(6) 2016 was net positive 775ml. No device malfunctions were alleged, observed or reported during the brief treatment. The machine passed all pre-treatment testing. The machine was removed from service after this event and evaluated by the facility biomedical technician (bmt). No machine malfunctions were alleged, observed, or identified and the unit was returned to service at the user facility without issue. The patient experienced a second event of pea during the first eleven (11) minutes of their subsequent hd treatment on (B)(6) 2016. The user facility reported that the patient used a different hd machine during this treatment, but had a similar outcome. All hd treatments that followed these two incidents were noted as being uneventful, with no recurrence of any patient adverse events that had been previously observed. The patient continued to be dialyzed using the same type of fresenius dialyzer and bloodline product until their discharge on (B)(6) 2016 with no further issues being reported. No malfunction of any fresenius product in use during the hd treatment performed on (B)(6) 2016 was alleged, observed, or identified prior to, during, or following the event. The patient was discharged from the hospital on (B)(6) 2016 and is scheduled to begin chronic outpatient hemodialysis. The patient's current condition was noted as being "well." The 2008k2 hemodialysis (hd) machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.